Event description:
In 2006, I had a pacemaker/defibrillator implanted into my body. The device was a medtronic's generator model# prl123243h along with three leads. Model #'s 507562, 694865 and 507153. The lead #507153 fractured and I subsequently had surgery 8 months later, to replace that lead with another model #507153, which subsequently fractured and had to be replaced in 2008 with model #419488. I am filing out this form myself as this involved three different hospitals, and three different doctors. I have had three surgeries, and hopefully now, everything will be okay, yet I am faced with the fact that I have a recalled lead #694865 inside me that may also have to be replaced at some time in the future. You suggested to medtronic that a recall for 4 medtronic leads be issued and they complied. I feel that the FDA should look into lead model# 507153 and suggest that it be added to the recall. The following is a list of the doctors that treated me and the hospitals where the work was done: placed original generator prl123253h and three leads 507652 2006, 694865, 507153 by: dr at a medical center. While having a mitro valve fixed, the first replacement lead 507153 was inserted as the first lead with the same model number had fractured. Eight months later by dr at another hospital. The third lead 419488 exchange was made along with the placement of a new generator c154dwk, as the second lead 507153 had fractured. In 2008 by a dr at another hospital. Dates of use: #1. 2006, #2. 2006 - 2008. Diagnosis or reason for use: #1. Fractured lead, #2. Fractured lead.